Event description:
Same patient as 6000093-2007-02086 and 6000093-2007-02085. It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgment and thrombosis occurred. The pt presented with recurrent exertional chest pain. Angiography revealed a mid focal 80-90% in-stent restenosis, present in the gap between 2 previously placed taxus stents, in the mid right coronary artery (rca). Initially the physician attempted to direct stent a taxus express2 3.5x20mm drug eluting stent ot the mid rca, but was unable to cross the lesion. Stent withdrawal was extremely difficult and the stent dislodged in the proximal portion of the rca. Multiple attempts at snaring the stent were unsuccessful. At this point angiography revealed timi 0 flow after the distal edge of the stent and the pt developed bradycardia. A temporary pacemaker was placed. A 1.5x9mm maverick balloon was positioned at the location of the distal edge stent and dilated to 16 atms. Serial dilatations were performed to the proximal and mid lesions including the area of the distal edge stent as follows; a 2.0x12mm maverick balloon to 16 atms, a 2.5x15mm maverick balloon to 16 atms, a 3.0x20mm maverick balloon to 16 atms and a 3.5x12mm maverick balloon to 12 atms. A proximal dissection was noted and likely secondary to the initial difficulty with wiring past the distal edge stent. This dissection remained stable until the last balloon angioplasty. At this point, timi 1 flow was noted to the distal vessel. A thrombectomy catheter was utilized for 3 passes with no improvement. Nitroglycerin, nicardipine and adenosine were administered intracoronary with no improvement. An intra-aortic balloon pump (iabp) was placed and the pt was sent for emergent single vessel coronary artery bypass grafting (CABG). The pt is reported as doing fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.